Event description:
It was reported that when the device was used during an unknown procedure, the device released malformed and cliniging staples. Another device was used to complete the case. There was not consequence to the patient.